Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a capio open access suture capturing device and a xenform graft, the physician, while placing the xenform graft, successfully threw a "capio suture" (manufacturer and type unknown) through the patient's sacrospinous ligament. However, when the physician attempted to remove the needle attached to the suture from the capio cage, the capio cage failed to release the needle. The physician then applied force in an attempt to remove the needle from the capio cage. At this time, the needle detached from the suture, outside the patient. The procedure was completed with another capio open access suture capturing device, another "capio suture" (manufacturer and type unknown) and the same xenform graft without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a capio open access suture capturing device and a xenform graft, the physician, while placing the xenform graft, successfully threw a "capio suture" (manufacturer and type unknown) through the patient's sacrospinous ligament. However, when the physician attempted to remove the needle attached to the suture from the capio cage, the capio cage failed to release the needle. The physician then applied force in an attempt to remove the needle from the capio cage. At this time, the needle detached from the suture, outside the patient. The procedure was completed with another capio open access suture capturing device, another "capio suture" (manufacturer and type unknown) and the same xenform graft without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned capio device revealed no anomalies. The device was able to load, fire and catch a sample suture all three times actuated. There was no issue with removing the sample suture from the capio cage after actuation and no needle detachment occurred during analysis. The complaint was not confirmed.